Manufacturer narrative:
Mfg date: manufactured august 19, 2016 - august 20, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic and visual inspections were performed and confirmed the ruptured bladder. The reported issue was verified, the cause was undetermined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate burst after filling with sodium chloride and piperacillin. There was no patient involvement. No additional information is available.